Event description:
During process to administer anesthesia gas to intubated pt, it was noted that the anesthesia machine -aisys 5/ge- would not administer the agent. The safety program had been updated/installed the evening prior to this event without any indication that agents would not turn on.